Event description:
This complaint is a broken pivot point, priming error, and a pump case broken - rear housing pivot point.

Manufacturer narrative:
Mfg event. Event: the lab eval indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point.